Event description:
Note: procedure and event dates are unknown. It was reported to boston scientific corporation on december 27, 2006 that a wallstent endoprosthesis endoscopic biliary device was used during a stent placement (patient gender, age and weight unknown).according to the complainant, during the procedure the physician was unable flush the device to release the stent inside of the patient. The stent "popped off". The stent was removed and replaced with another wallstent endoprosthesis endoscopic biliary device to successfully complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.